Event description:
It was reported that this patient received one inappropriate shock form this subcutaneous implantable cardioverter defibrillator (s-ICD) system. It was noted that reprogramming was performed. No additional adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, technical services (ts) examined the presenting electrogram (egm) and found a wide qrs complex. Upon re-evaluation of previous event, it was determined that the inappropriate shock was due to t-wave oversensing with this wide qrs complex. System position evaluation was recommended. No adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted due to repeatedly providing inappropriate therapy. A new transvenous ICD system was placed. No additional adverse patient effects were reported. It was indicated that this product will not be returned for further analysis.

Event description:
It was reported that this patient received one inappropriate shock form this subcutaneous implantable cardioverter defibrillator (s-ICD) system. It was noted that reprogramming was performed. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.

Event description:
It was reported that this patient received one inappropriate shock form this subcutaneous implantable cardioverter defibrillator (s-ICD) system. It was noted that reprogramming was performed. No additional adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, technical services (ts) examined the presenting electrogram (egm) and found a wide qrs complex. Upon re-evaluation of previous event, it was determined that the inappropriate shock was due to t-wave oversensing with this wide qrs complex. System position evaluation was recommended. No adverse patient effects were reported. Currently, this s-ICD system remains in service.